Event description:
The neuron 070 was deployed to the cervical carotid artery using a .035 guidewire and a 5f diagnostic catheter. While inserting an echelon microcatheter and mirage 008 wire, the physician felt the catheter stop and he could not advance the catheter beyond this point. When the physician investigated, he found that the neuron 070 was crimped in the common carotid segment.

Manufacturer narrative:
Technical evaluation: the device eval revealed three proximal kinks, and two distal kinks. The reported kinks occurred at the distal 1/3 of the device, and resulted in the reduction of the inner diameter of the lumen of the catheter, which created resistance. The kinks may have occurred because of the anatomy of the pt and results in the manipulation of the device in sharp angles. The proximal kinks may have been inflicted during the return to penumbra. The DHR of this manufacturing lot has been reviewed and is attached. (B)(4). A review of the device history record (DHR) was completed on part # 1626-02.b, (lot # l14102). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4) all parts released met specifications. The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4)